Event description:
Right shoulder arthroscopy,removal hardware posterior glenoid, repair posterior labrum, repair new tear anterior labrum, fluoroscopic assistance - hardware removal was for a 1.3x0.1x0.1 cm fragment of silver metal left from a (B)(6) 2021 procedure (same) and discovered after a follow up x-ray for complaint of new shoulder pain related to a trauma - the decision was made to operate both to remove the piece and repair new tissue injury related to the trauma. FDA safety report ID # (B)(4).